Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to a blockage, which led to parkinsonism event on (B)(6) 2026. Due to occlusion patient experienced parkinsonism symptoms such as disorientation, loss of sense of time, and emotional distress, which indicate progression of patient parkinson's disease. No further information available.